Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -6.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens opacity (acs) was observed on (B)(6) 2021. The lens was explanted on (B)(6) 2021. Reportedly, medium heavy asc which affecting visual acuity. Cle surgery is planned. Cause of the event is reported as unknown.